Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of peritonitis was not reported. The patient was treated with intraperitoneal injections (ip) of cefa and fortum ip (doses and frequencies not reported) for four days. The patient was discharged from the hospital four days later. The patient had not recovered.

Manufacturer narrative:
(B)(4). The age is unknown, however, the nurse stated that the patient was born in born in 1947. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Should additional relevant information be received, a follow-up will be submitted.